Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump had received flashing display as the customer went swimming and the insulin pump flashed the medtronic logo. The insulin pump was also exposed to moisture and had a crack at the back of the insulin pump in the clip rail. Troubleshooting was performed but the issue was not resolved. No harm requiring medical intervention was reported. The customer will discontinue to use the insulin pump.

Manufacturer narrative:
The pump passed the displacement test, active current test, sleep current test and self test. No partial display noted during testing. Pump was cut open to perform visual inspection and found moisture damage on the pcba 1 and pcba 2. The following were noted during visual inspection: cracked battery tube threads, cracked case on corner of belt clip rails, pillowing keypad overlay, and cracked keypad overlay. In summary, customer allegation for cosmetic damage (cracked backside of pump) was confirmed during visual inspection where cracked battery tube threads and cracked case on corner of belt clip rails was noted. Customer allegation of blank display was not confirmed. Moisture damage was confirmed on the pcba 1 and pcba 2. Partial display was not confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.